Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
Doctor reported screw fracture, need to remove and place a new one.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D4: additional device information. D9: device availability. G3: date received by manufacturer. G6: type of report. H1: type of reportable event . H2: follow up type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: adverse event problem. H10: additional narrative. One titanium hexed uniscrew, (uniht) was reported but not returned for investigation. Therefore, visual evaluation could not be performed. DHR review was completed for the subject lot number 1251182. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1251182 for similar events and no other complaints were identified. Review completed utilizing keywords: ¿dental: fracture: screw.¿ based on the investigation, IFU, and risk management file review, the most likely root cause determined from the investigation was customer error (excessive torque applied) or patient factors. Therefore, based on the available information, device malfunction and the reported event could not be verified.

Event description:
No further event information is available at the time of this report.